Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the three-way valve package was missing, which is part of the inflation kit for the vertebral balloon system. This is was confirmed by the surgery nurse. This is 1 of 1 report.